Manufacturer narrative:
Initial reporter address: (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-73 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a damaged central processing unit (cpu) board. The device was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump and experienced an f-73 alarm (overcurrent to motor). This occurred before use. There was no patient involvement. No additional information is available.